Event description:
A report was received from the affiliate indicating that after using an arthroscope that was sterilized in the sterrad nx sterilizer, the patient experienced oozing and a frothy secretion from a closed wound site following surgery. The patient's operative site is unknown. Two to three days after the surgery was performed, the patient experienced oozing from the closed wound site, and a frothy secretion was observed. The patient did not have a fever or pain. The patient recovered and was discharged from the hospital. It is unknown how the patient was treated, or how long the symptoms lasted. Any details regarding the medical attention received and diagnosis are unknown. It is unknown if the secretion was cultured/analyzed. The physician treating the patient reported he thought the cause of the secretion was not the sterrad nx sterilizer.

Manufacturer narrative:
The sterrad nx sterilizer was not evaluated following this incident. Cycle parameter details are not available. The sterilizer was serviced in 2009 and a door handle was repaired. The sterrad nx sterilizer was due for a preventative maintenance six months later; however, the results of the preventative maintenance were not provided. The cycle containing the devices completed successfully. It is unknown if a biological indicator or any chemical indicators were used. The manufacturer name and model number for the impacted devices is unknown. It is unknown if the facility followed the device manufacturer processing instructions. It is unknown if the facility used the sterrad sterility guide prior to processing the device. It was reported there were two ways of cleaning the devices before sterilization: wipe with alcohol if an arthroscope, "can be seen almost clean". Clean by cidezyme with a sponge if an arthroscope is dirty. It was also noted that the arthroscope was wrapped with sterilization wrap and put on a tray in the sterrad nx sterilizer. This is one of six reports being submitted for this event. Please reference MDR's: 2084725-2009-00709, 2084725-2009-00710, 2084725-2009-00711, 2084725-2009-00712, 2084725-2009-00715.